Event description:
It was reported that the implant(s) at tooth site(s) #12 lost integration and was removed.

Event description:
It was reported that the implant(s) at tooth site(s) #12 lost integration and was removed.